Event description:
It was reported that the user was unable to tighten and attach the connector to the pump during a supply change, and technical support advised trying a new connector; after replacing the connector, the user successfully locked it in and required no further assistance. Investigation included remote troubleshooting and user education. Investigation of this case revealed that the initial connector would not properly engage with the pump interface, and replacement of the connector resolved the issue, indicating a component fit or engagement issue limited to the connector. No clinical symptoms reported during the event. Outcomes included no reported health impact. It was concluded, based on previously established findings for similar reports, that the cause was user interface difficulty with the original connector that was corrected by replacing the consumable component.